Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, noise oversensing causing pacing inhibition was detected on the right ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.